Manufacturer narrative:
It is reported that the device sample is available for eval. The device sample was not returned, for eval, at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event was reported as: during surgery when the surgeon used the applier, the clip failed to close on the inner vessel of the gall bladder. This was the second clip that failed. The surgeon used a new clip to perform the surgery. No reported injury.